Event description:
Neuron micro catheter fractured during intercranial embolization of vessel so stents were placed to prevent migration of retained portion of the catheter and patient had to be given platelet aggregation inhibitor medication.